Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead was explanted. Patient is on antibiotics, which has resolved the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 1627487-2020-31602, 1627487-2020-31603. It was reported that the patient's lead had eroded and was partially exposed. In turn, surgical intervention may take place to address the issue.